Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It is reported that the patient had heart transplant surgery on (B)(6) 2015.

Manufacturer narrative:
It was reported that the transplant occurring on the same day of the event was a coincident and was not related to any pump issues. Log file analysis revealed 3 controller power up events and 1 vad disconnect alarm on the reported event date. The first controller power up occurred on 06:46:13 indicating a loss of power to the controller of 8-23 minutes. A vad disconnect alarm occurred shortly after at 06:46:24 indicating the controller had been powered up with the driveline disconnected. Two more controller power up events occurred after at 08:50:58 and 09:04:49. The last data point recorded by the controller occurred at 06:23:34 and demonstrated two batteries connected with 47 and 73% capacity. (B)(4) driveline was not returned for evaluation. The controller initially was not returned as a complaint device and as a result, was disposed of; therefore, no results are available for analysis. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported loss of power and driveline disconnection was confirmed via review of the controller log files which revealed controller power up events and a vad disconnect alarm. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; a root cause cannot be determined. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was found by his wife unconscious. The event was described by the wife in the following manner: he was sleeping on his batteries and found with the controller off. The controller screen was blank and there weren't any lights. She did not check the battery power but did check the connections and those were fine. The couple stated they didn't think they heard any alarms, but were unsure due to the nature of the event and "it happened so fast". The site provided a backup controller to the patient. Log files were sent, as stated by the clinical specialist from the engineer: there was a controller power up on (B)(6) without a motor start. It looks like the driveline was disconnected at 6:46:24. Prior to the event the batteries did not seem depleted. The current outcome is noted to be that patient regained consciousness. No additional information has been provided.

Manufacturer narrative:
The controller is expected to be returned, as of 02/25/2015 it has not been received. The pump has been received for decontamination on (B)(6) 2015.